Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the battery gauge was fluctuating. Customer declined tandem technical support follow up. There was no reported adverse impact. No additional information was provided.